Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown.

Event description:
It was reported the ipg was inoperable as it was unable to hold a charge any longer. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced with new ipg and thereby restoring effective therapy.